Event description:
Report rec'd of an over-delivery of cardizem. The pump was set to deliver cardizem at 10ml/hour with a volume to be infused of 100ml. The concentration of the cardizem was 1mg/ml. According to the customer contact, the drip was hung at 1125 in 2001. At 1415, it was noted that the rate of the infusion was at 20ml/hour. The rn asked all staff in the emergency room if anyone had changed the rate, and no one had. The rate was decreased back to 10ml/hour. At 1450, the 100ml bag of cardizem was empty and the pump display read that only 62ml had infused. The rn reported that even if the pump was set at 20ml/hour, the medication still infused too fast. There was no adverse event to the pt. The pump was replaced.